Event description:
On 06-apr-2024 it was reported that on (B)(6) 2024 the user experienced hyperglycemia with blood glucose levels above 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted from (B)(6) 2024 to (B)(6) 2024 and treated with an IV insulin drip. The user recovered and resumed use of the ilet, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported IV insulin administration and hospital admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed cgm sensor expiration, bg run, repeated bg entries, bg run suspension and expiration, and subsequent bg values above 400 mg/dl on the reported event date. Based on available information, the event was attributed to non-device-related therapy management factors, specifically lack of available sensors and failure to initiate backup therapy, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.